Event description:
The plaintiff's attorney alleged that the patient experienced a sudden cardiac event and subsequently expired on the same day, which was allegedly caused by exposure to the product administered during dialysis treatment.

Manufacturer narrative:
The is one event for the same patient involving two separate products.